Event description:
It was reported that during a kidney biopsy, allegedly the needle got stuck after being fired and could not easily be removed from the pt. The dr allegedly had to manipulate the needle to free it from the kidney and in doing so the stylet damaged the renal artery, which resulted in a retroperitoneal hematoma. Intervention in included placement of coils and it is reported that the pt is currently stabilized. Following removal of the needle, the dr allegedly noticed that the sample notch was exposed and that the stylet appeared longer than labeled by approximately 2mm.

Manufacturer narrative:
The sample has been returned and the investigation is currently underway.